Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device would give a solid tone throughout the case. The dr managed to work with the device and completed the case with no pt consequence.